Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2016 with the following findings: during testing, the pump emitted a call service 006 alarm. The complaint could not be tested due to this. The pump failed a leak test at the display lens. The pump cover was opened and moisture corrosion was found on the printed circuit board; no other moisture or damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that all the keypad buttons were under responsive. There was reportedly moisture in the cartridge compartment and behind the display. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.